Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: there were multiple call service alarms observed in the black box and alarm history. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. Unrelated to the original complaint, there were moisture observed in the display and the leak test confirmed a display lens leak. The pump was opened and there was moisture damage found internally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.